Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a total laparoscopic hysterectomy, the device made a solid error tone. Same thing happened with a second device. Case was completed with scissors and bipolar. There was no consequence to the pt. After the case, the tip fell off.